Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the implant was removed due to becoming fractured resulting in bone loss at the site. Tooth #24.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the threads. Additionally, there was bone residue around the external threads due to usage. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (product was fractured). Pre-existing conditions noted on the per were oral hygiene good and low bone density (type iii). The reported device was in tooth location 24 (universal) and was used for approximately 16 years, 11 months.the customer did not provide x-rays or images. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022) information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR review was completed for the subject lot number 254781. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant'. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.